Manufacturer narrative:
Bayer product analysis received and examined the returned syringe, lot number 8417432. Visual examination identified the presence of a plastic particle on the plunger within the syringe barrel that measured approximately 1mm x 3mm. Our investigation determined that the particle noted in the syringe barrel was most likely introduced during the manufacturing process. A 12 month review of complaint history determined the complaint rate to be 0.91 complaints per million (cpm).

Event description:
The site reported the following: after opening the arterion disposable kit and upon inspection, they saw a small piece of plastic within the syringe barrel. The customer elected not to use the syringe. No injury or adverse event was reported.